Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a cassette not attached error. There was no patient involvement.

Manufacturer narrative:
D9: 6/30/2025. One device was received for analysis of complaint of cassette was not attached error. There were no services previously reported. Review of event log found cassette not attached properly alarm. Visual and functional testing were performed. The complaint was confirmed during the downstream occlusion test. Probable cause was damaged downstream occlusion (dso) sensor. The dso seal and the dso sensor were replaced. All tests passed within specifications post repair.